Manufacturer narrative:
This reportable event was identified on (B)(6) 2020 during a quality review of feedback records. The event was originally interpreted as "surgeon preference".

Event description:
Bag doesn't close as much as the surgeon would like. The device was used with robotic assisted cholecystectomy and the surgeon was not confident in the safety and reliability of the product used with robot. The surgeons stated the bad did not cinch closed enough and there was an opening at the top of the bag the size of a quarter. Also stated the bag was difficult to remove from the trocar hole.